Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Emergency medical services (ems) provided intravenous (IV) of glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.